Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product analysis: the valve remains implanted, and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the patient had ischemic heart disease, caused by a left anterior descending artery occlusion. The ischemic heart disease was untreated, therefore the implanting team had concerns over exacerbation of hemodynamics. The inline sheath was used for the procedure. The patient's blood pressure prior to the pre-implant balloon aortic valvuloplasty (bav) was reported as 95/33 millimeter of mercury (mmhg). A pre-implant dilation using a 20 mm balloon (vacs iii) was performed. The blood pressure slightly recovered after several minutes to approximately 90 mmhg. The delivery catheter system (dcs) was inserted and advanced. The valve was deployed to the point of no return (ponr) at a depth of 7 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc), which was reported as too deep. The blood pressure was not recovering easily, and coronary flow had decreased, which led to wall motion hypokinesia. Medication was administered but was not effective, therefore it was decided to use percutaneous cardiopulmonary support (pcps). The valve was fully released and implanted, which allowed the patient's blood pressure to recover. The final implant depth was deep; reported as 6 mm on the ncc and 10 mm on the lcc. The use of pcps support was avoided as the pressure had recovered. The procedure was completed. After an unknown time following the valve implant, a cerebral infarction was reported. Symptoms were not reported. The cause of the infarction was not reported. No treatment for the infarction was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that one day after implant, atrio-ventricular (av) block was noted. Four days after valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.